Manufacturer narrative:
The device was evaluated and the reported issue was confirmed; front panel blinking. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus was informed that the high flow insufflation unit front panel was blinking. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6, h10. Corrected fields: d9, g2 (health professional was inadvertently left out). The device was evaluated, and it was observed that insufflation was not happening intermittently due to defective manifold unit and there was a leakage from the k connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that a faulty main board caused front panel blinking, a faulty manifold unit caused intermittent insufflation interruption and a faulty k connector unit caused a leakage. Olympus will continue to monitor field performance for this device.